Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement and balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and non tortuous proximal left anterior descending (lad) artery. A 3.5mm x 38mm promus premier¿ stent was selected to treat the target lesion. They pulled the device and they had a hard time pulling the stylus from the stent delivery system. The balloon of the delivery system was then inflated, however, the balloon did not inflate completely and the balloon burst. The number of inflations and to what atms is unknown. When the physician pulled out the sds, the stent came with it. The stent lodged at the tip of the femoral sheath. Upon removal, the stent went into the profunda. Access was obtained via the left femoral artery to retrieve the stent. The stent was able to be snared and was removed from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the crimped stent was detached from balloon and not returned with device for analysis. The product stent protector was not returned for analysis with the device. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. A visual and microscopic examination found that there was traces of blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cones profiles were reviewed and no issues were noted with the overall profile. The balloon wings were tightly wrapped and evenly folded during examination. There was no apparent damage to the balloon wall causing a leak through the balloon. During the examination, attempts were made to inflate the balloon, however they were unsuccessful as the device was leaking through the tip of the device. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 62mm separation in the inner segments during microscopic examination. There was evidence of stretching to the outer and appeared as necking in the outer shaft wall. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. As the bi-component bond was evidently broken it would not have been possible to inflate the balloon and hence the leaking of fluid through the tip of the device. A visual and tactile examination found multiple kinks along the length of the shaft. The bumper tip of the device showed signs of damage. Based on the analysis it may be possible that the damage caused to the inner and outer lumen occurred during the preparation and handling of the device while removing the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and non tortuous proximal left anterior descending (lad) artery. A 3.5mm x 38mm promus premier stent was selected to treat the target lesion. They pulled the device and they had a hard time pulling the stylus from the stent delivery system. The balloon of the delivery system was then inflated, however the balloon did not inflate completely and the balloon burst. The number of inflations and to what atms is unknown. When the physician pulled out the sds, the stent came with it. The stent lodged at the tip of the femoral sheath. Upon removal, the stent went into the profunda. Access was obtained via the left femoral artery to retrieve the stent. The stent was able to be snared and was removed from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.